Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after phacoemulsification, prior iol implantation, when try to inject the lens, nurse found one side optic was bent. The surgery was completed with new iol and new company injector. The lens was not contacted or inserted into patient¿s eye.

Manufacturer narrative:
Corrected information provided in h.11. Correction: in initial MDR the product clareon monarch IV iol delivery system, injector submitted erroneously. The product has been deleted. Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of one side optic was bent, no patient contact; therefore, the condition of the product could not be verified. The reported products lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.